Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the display was dim/faded/discolored. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/23/2015 with the following findings: investigation revealed that the display was dim and discolored. Unrelated to the original complaint, investigation revealed the following: the pump emitted a call service 127 upon startup. There was evidence of moisture found behind the display. Leak testing revealed a leak between the display lens joint and the case seal. The audio bolus button cover was damaged and there was evidence of contamination found under the audio bolus button cover. The pump casing was removed and there was evidence of moisture found on multiple internal pump components.